Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) outside of an isolated episode; however, this could not be definitely confirmed in the absence of an atrial lead. There is no evidence that indicates therapy was exhausted. Additional information from the field representative indicates the device was reprogrammed. The device was then explanted due to therapy upgrade and a biventricular device was implanted. As per the field representative, the device explant is not related to the inappropriate therapy event. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the event of additional intervention required due to the device reprogramming. Correction: e3 field: occupation updated to "not applicable (na)" and occupation (other) was updated to bsc sales representative. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The inappropriate shock and atp delivered when not required allegations were not confirmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the event of additional intervention required due to the device reprogramming. Correction: e3 field: occupation updated to "not applicable (na)" and occupation (other) was updated to bsc sales representative. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) outside of an isolated episode; however, this could not be definitely confirmed in the absence of an atrial lead. There is no evidence that indicates therapy was exhausted. Additional information from the field representative indicates the device was reprogrammed. The device was then explanted due to therapy upgrade and a biventricular device was implanted. As per the field representative, the device explant is not related to the inappropriate therapy event. The product was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) outside of an isolated episode; however, this could not be definitely confirmed in the absence of an atrial lead. There is no evidence that indicates therapy was exhausted. Additional information from the field representative indicates the device was reprogrammed. The device remains in service. No additional adverse patient effects were reported.